Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user attempted multiple cartridge changes without disconnecting or rewinding the pump during a supply change, observed cartridges appearing empty after insertion, and subsequently experienced low glucose readings while using a dexcom g7; the user later reported not being connected during the fill attempts and ultimately reconnected with glucose in range. Symptoms included hypoglycemia with a nadir of 53 mg/dl, lightheadedness, and glucose levels below 70 mg/dl for a few hours. Outcomes included self-management with oral glucose, a glucose shot, and sugared beverages, without hospitalization or professional medical intervention. Investigation included case intake review, user education on proper cartridge change and disconnection procedures, and follow-up to assess blood glucose course and use of rescue carbohydrates. Investigation of this case revealed that the event involved hypoglycemia of unclear cause in the context of improper supply change steps and uncertainty regarding insulin disposition during the attempted fills. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.